Event description:
It was reported the patient was experiencing a surging sensation from the device when sitting down. There was no known incident related to the onset of the symptoms. The patient was seen in the clinic. An impedance check was done. Seven of the 8 electrodes were within normal range. All programs assigned to the abnormal electrode were turned off. Following the reprogramming the patient was happy and had good pain coverage.